Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system was explanted due to infection and erosion. Replacement system is expected to be implanted at a future date. No additional adverse patient effects were reported.